Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626506) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), the first episode of anaemia ("anemia"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and the second episode of anaemia ("blood or heart disorder/condition type:anemia"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, bleeding menstrual heavy, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety and the last episode of anaemia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, bleeding menstrual heavy, depression, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, the first episode of anaemia, menorrhagia and the second episode of anaemia to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for menorrhagia and anemia. Insertion details - 5 coils were noted on the right side, and 3 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet received. Vaginal, menorrhagia, depression and mental anguish, anemia were added. Lot number added. Reporter , patient details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626506) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma and uterine enlargement. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding), the first episode of anaemia ("anemia"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and the second episode of anaemia ("blood or heart disorder/condition type:anemia"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, bleeding menstrual heavy, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety and the last episode of anaemia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, bleeding menstrual heavy, depression, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, the first episode of anaemia, menorrhagia and the second episode of anaemia to be related to essure. The reporter commented: medical leave related to essure: yes. Patient received treatment for menorrhagia and anemia. Insertion details - 5 coils were noted on the right side, and 3 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on 15-jun-2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: medical leave related to essure: yes patient received treatment for menorrhagia and anemia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : previously reported event of "injury nos"replaced with event of pelvic pain. Additional events added - abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, psych injury and bladder/urinary problems. Patient demographic details and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.